Event description:
Patient fell ans sustained vertebral compression fractures at l2 and l3. Surgery for augmentation was uneventful. Subsequent MRI indicated osteomyelitis in one or both levels. Anterior corpectomy and debridement performed at l2 and l3. Tissue cultures are positive for staph epidermidis. Dr indicated that the infection may have been seeded from port-a-cath in place prior to initial surgery. Pt is stable, on IV antibiotics.